Manufacturer narrative:
(B)(4). D10. Unknown metal head item# unknown lot# unknown. Unknown sleeve item# unknown lot# unknown. Unknown stem head item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient with a prior durom hip replacement had elevated cobalt levels and was indicated for revision but is not planned to date. Diligence is completed and no further information on the reported event has been provided.